Event description:
Implant date: 1994. Pt complained of pain. Revision surgery in 1995 with removal of device of device on one side. The rest of the construct was explanted in 1995, at which time a pseudoarthrosis was found.